Event description:
A peritoneal dialysis patient identified a leak after treatment when she was breaking down the machine. The leak was identified after treatment on the ground. The patient's effluent was clear. The patient did not take any prophylactic antibiotics. The sample was not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.